Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an inspection of the knee equipment, the sterile processing department noted damage to several attune shims and one articulating surface. The shims all had hairline cracks near the bearing surfaces. The articulating shim has a missing and damaged spring in addition to a hairline crack on the inferior mid-line joint.